Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records was performed. The device has been returned to the manufacturer for evaluation. However, a video was provided for review. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a recanalization procedure in the superficial femoral artery, the tip of the catheter allegedly detached. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. One video was provided and reviewed. The video shows a wire that has been passed through the superficial femoral artery. There is a marker for the crossing catheter in the proximal artery. There are severe calcifications noted in the superficial femoral artery where the crossing catheter is located. One crosser iq catheter was received for evaluation. Upon visual evaluation, no anomalies noted to transducer handle and saline hub. Marker band was present and undamaged. Material separation was noted between the distal tip and catheter sheath. Damage was noted on the distal end of the catheter sheath. The inner guidewire lumen was exposed and still attached to the catheter sheath. No functional testing could be performed due to the condition of the device. Therefore, the investigation is confirmed for the reported material separation as separation was noted at the distal end of the catheter. A definitive root cause for the reported material separation could not be determined based upon the provided information labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: g3, h6 (component, method). H11: h6 (result, conclusion). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a recanalization procedure in the superficial femoral artery, the tip of the catheter allegedly detached. There was no reported patient injury.